Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. A few weeks ago, while vacationing, the battery compartment cracked, moisture got inside and the inside of the battery compartment is corroded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers on with the returned battery cap which tightens fully. No power loss was observed. A battery compartment crack observed in thread area and a leak test shows leaking at battery compartment crack. Evidence of moisture contamination seen inside battery compartment and on underside of battery cap. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No evidence of additional moisture or loose components inside pump. Black box shows dates from (B)(6) 2014. One unexplainable power on reset event observed in black box on (B)(6) 2014. Unrelated to complaint, to a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction to the serial number: the correct serial number for this complaint is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).